Manufacturer narrative:
The intraocular lens (iol) remains implanted. During follow-up with the reporter, she stated her vision appears to be improving. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. The lens met manufacturing specifications prior to release. Device remains implanted.

Event description:
Patient reported she is experiencing halos and glare at night after implantation of a multifocal intraocular lens (iol). The iol remains implanted.